Event description:
It was reported that a guidewire fracture occurred. While preparing a 182cm v-14¿ controlwire® guide wire for use, the guide wire loop was flushed normally. However, when the device was removed from the loop, it was noticed to be in two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch batch 16826244 - upn h74939216718210. Unit returned matches with upn provided by the customer. The unit returned has the wire broken and kinked, as part of overall visual revision. The visual inspection was performed and the device returned fractured in two sections; moreover the part#1 (proximal section) was found kinked. All the outer diameter (od) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. While preparing a 182cm v-14¿ controlwire® guide wire for use, the guide wire loop was flushed normally. However, when the device was removed from the loop, it was noticed to be in two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).